Event description:
Customer reported a high blood glucose level with the value displayed as "high." There was no adverse impact to the customer¿s blood glucose level. Customer attempted to correct the high blood glucose with a correction injection via multiple daily injections, and a technical support representative was assisting with filling the tubing to remove air bubbles from the insulin cartridge. However, the call was disconnected before completing troubleshooting, and the representative was unable to reach the customer on call-back.